Manufacturer narrative:
Device was a combination product. A synergy ous mr 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found evidence of damage, with the first proximal strut row lifted. The undamaged crimped stent outer diameter was measured within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16may2019. It was reported that crossing difficulties were encountered. The 90% stenonsed, 38mmx2.5mm target leison was located in the severely tortuous and mildly calcified left circumflex artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient serious injury nor complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.